Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that during pre-op check the pulse generator exhibited low battery voltage. The device was still in the sterile packaging.